Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic was further described as touch contamination. The patient was not hospitalized however, the patient was treated with vancomycin (intraperitoneal) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was reported that the nurse reviewed proper hand hygiene with the patient. No additional information is available.